Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is no longer available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. The issue occurred after several uses, and the jaws were opened manually by pushing the handle ring forward. No patient injury occurred, and another device of the same type was used to continue the procedure.